Event description:
Buretrol safety cover has not been falling down to cover port, leading to air in line. This is used for intermittent IV therapy of antibiotics etc. When next dose is due if unaware of air in line, pt could have buretrol refilled and administering air as well as IV medication. Potential problem; but consistently occurring when no problem in past.